Event description:
The customer reported that the bifuse set leaked where the two lines join together. The leak was noted during an infusion. The customer stated there was no pt harm. Medical intervention was not required. Although requested, no further or event information was available.

Manufacturer narrative:
(B)(4). Although the customer indicated the set will be returned, it has not been received. A follow up report will be submitted with investigation results, should the device be received for evaluation.